Event description:
It was reported that the procedure was to treat a lesion in the left internal carotid artery. The emboshield nav6 embolic protection device (epd) was advanced and placed successfully. Pre-dilatation was performed and an 8tx40x136 xact stent was placed. Post-dilatation was performed; however, the patient became un-responsive and could not speak or follow the physicians voice. It is believed that the patient had a stroke. It was noted that after removal, there did not appear to be anything in the nav6 epd. The patient is not scheduled for any additional tests or procedures at this time. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of cerebrovascular accident is a known observed and potential adverse event as listed in the emboshield nav6 embolic protection system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.